Event description:
It was reported that when the iab was inserted, the balloon would not unwrap fully, nor inflate. Manual inflation was performed, but the balloon would still not unwrap. The iab was removed and replaced without any patient complications.